Manufacturer narrative:
Additional tests were performed on the test strip vial and the desiccant to check for possible moisture issue. The desiccant within the subject vial was found to be intact, thus not the root cause for the control solution failing which was seen, and passed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. This supplemental is being sent to add information that was omitted previously. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) alleging that the subject meter read inaccurately erratic. The reporter claimed obtaining blood glucose readings of 19.9 mmol/l, 11.5 mmol/l and 6.2 mmol/l with the same subject meter performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1 ¿ (07/02/2014). The lay user/patient¿s product(s) has been returned and evaluated on 06/20/2014 by lifescan product analysis with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on 06/25/2014, on the test strip vial to check the structural integrity. The structural integrity of the test strip vial was found to be intact during a gross leak test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (07/15/2014). The patient¿s meter has been returned on 6/4/2014 and evaluated by lifescan product analysis on 7/3/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.